Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (tgt2815/7796809, tgt3420/7842906) for repair of an acute thoracic aortic dissection. During the procedure, brachiocephalic artery-left common carotid artery-left subclavian artery bypass was performed. After the procedure, a cerebrovascular disease was revealed. On (B)(6) 2010, rehabilitations were implemented for the cerebrovascular disease. On (B)(6) 2010, in one-month follow-up study, the aneurysm diameter was 42 mm. On (B)(6) 2010, in six-month follow-up study, images revealed the aneurysm diameter was 54 mm. An aneurysm enlargement was revealed. Rehabilitations were still implemented for the cerebrovascular disease. On (B)(6) 2011, the patient passed away. The cause of death was multiple organ failure. No further information was provided.